Event description:
A pt previously implanted with a nail reportedly fell and was taken to the emergency room. The implant broke at the junction where the blade enters through the nail. The device was explanted and reportedly there was non-union.

Manufacturer narrative:
Info was not provided during initial report. Additional info has been requested. Implant date is reported as 2009. Device is in the investigation process and device history record has been requested.